Event description:
Upon completion of 80ml iso 370 injection, poor IV bolus recognized during CT thorax. Pt¿s IV(lt ac) was checked for infiltration and/or leakage. IV contrast mixed with pt¿s blood observed on pt¿s arm, CT table and floor. IV dressing was removed to further evaluate. Upon removal of dressing and after IV connection was re-tightened, pt continued to bleed from IV site. After further evaluation, j loop IV tubing connecting to the needle-less connector broke free on its own, revealing source of IV malfunction. IV j loop was completely removed and replaced with pt still on CT table. Scan was repeated with success, then pt returned to ed. Pt's nurse notified, and j loop packaging recovered from trash for further investigation. Carefusion maxplus pressure rated extension set with removable clear needle-less connector, ref: mp5303-c, lot: (10) 18086778, exp(17)2023-08-22.